Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified end of eft circumflex artery. A 2.25x16mm promus element drug-eluting stent was advanced for treatment. However, upon advancing, the device could not reach the lesion after several attempts. The physician withdrew the stent and found that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified end of eft circumflex artery. A 2.25x16mm promus element drug-eluting stent was advanced for treatment. However, upon advancing, the device could not reach the lesion after several attempts. The physician withdrew the stent and found that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications nor injuires reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 2.25x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.